Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During percutaneous transluminal angioplasty (pta) of an in stent restenosis (isr) of an unidentified stent in the superficial femoral artery, a 2mm4cm155 length saber pta catheter ruptured.  It was replaced with a new balloon catheter and the procedure was successfully completed.  There was no reported patient injury.  The device will not be returned for analysis.  The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. The balloon was delivered to the lesion and pressure was applied for inflation but it did not inflate. Therefore it was removed from the patient and rupture was confirmed. There was no difficulty removing the product from the hoop.  The device prepped normally.  Additional procedural details have been requested but are unknown, including the manufacturer of the previous stent.

Manufacturer narrative:
During percutaneous transluminal angioplasty (pta) of an in stent restenosis (isr) of an unidentified stent in the superficial femoral artery, a 2mm x 4cm155cm saber pta catheter ruptured. It was replaced with a new balloon catheter and the procedure was successfully completed. There was no reported patient injury. The patient¿s vessel level of tortuosity was unknown. The lesion was calcified. The rate of stenosis was unknown. The balloon was delivered to the lesion and pressure was applied for inflation but it did not inflate. Therefore, it was removed from the patient and rupture was confirmed. There was no difficulty removing the product from the hoop. The device prepped normally. Additional procedural details have been requested but are unknown, including the manufacturer of the previous stent. The device was not returned for analysis. A device history record (DHR) review of lot 17391634 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification may have contributed to the reported event as calcification may cause damage to a balloon. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.